Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a pediatric femoral shaft fracture procedure using ti elastic nails, the surgeon was hitting the inserter with a mallet and it broke. The broken fragment was retrieved. The surgeon used another inserter to complete the procedure with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.